Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03684. It was reported the patient was scheduled for a scs ipg pocket site revision to implant the ipg deeper; however, before the procedure the patient stated he was experiencing residual stimulation when his scs system was turned off. The patient also stated he was experiencing tingling in his fingers. Subsequently, the physician decided to replace the ipg. Additionally, diagnostics showed the ipg had fluid intrusion. The patient received effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.